Manufacturer narrative:
Additional information: d10, h3, h6, h10 as received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. External insulation abrasion was noted at 21.5cm to 21.9cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16046. It was reported noise was noted on the right atrial (ra) lead and right ventricular (rv) lead. Both leads were extracted and replaced. The patient was stable.